Event description:
It was reported that the patient had to seek medical attention from paramedics due to hypoglycemia. The patient's blood glucose levels reached 35 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include loss of consciousness, sweating and feeling cold. The patient was treated with orange juice. The patient did not have to go to the hospital due to event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.